Manufacturer narrative:
Internal complaint reference case-(B)(4). Part of the device, used in treatment, was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues with the wand. There is no packaging to check for sealing. A functional evaluation revealed no issues. No leaks occurred in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during inspection, it was noticed that the aris turbinate wand from the box was not sealed. There was no patient involvement.

Manufacturer narrative:
H2: corrected information on: h6 (codes) & h11 (results of investigation). H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues with the wand. There is no packaging to check for sealing. A functional evaluation revealed no issues. No leaks occurred in testing. An analysis of the customer provided images found the unsealed package. A label confirms the device identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the tray blueprints and notes found that the tray must be hold and visually inspected at a distance of 12 to 18 inches. Defects that prevent a good bond between the tyvek and seal flange area are not allowed. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.